Event description:
Complainant had a christianson total tmj replacement (titanium) implant and is experiencing increased pain, numbness of tongue, sore throat and severe headaches. Complainant also believes that the device was not approved by FDA.